Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision. Patient has right hip primary surgery (B)(6) 2011 for a total hip replacement. Patient had revision surgery due to stem sliding out by another surgeon in (B)(6) 2013. Patient reported the citation tmzf stem was explanted. States he is in constant pain. After surgery patient felt one leg was longer than the other; he is unsure as to which leg felt longer. Patient fell and fractured leg which led to revison. Patient's left hip was revised in (B)(6) 2013. Surgeon stated that his implant was sliding in and out.